Event description:
It was reported that when the asymptomatic patient presented in the operating room during implant, post paced t-wave oversensing on the ventricular channel was observed via real time egm. Programming changes were made and the oversensing issue was resolved with out any complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.